Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2022. The procedure was done under general anesthesia. On (B)(6) 2022, the patient went to the emergency room (ER) and a rectal ulcer was confirmed. The patient was placed on hormone therapy and radiation treatment was delayed.

Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.